Event description:
It was reported that the device exhibited a 'key pressed please release' alarm. Troubleshooting was performed but the alarm persisted four more times. Res vol is 130.7 ml, rate is 3.0 ml/hr, given is 13.40 ml. Medication is 5-fu. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.